Event description:
Serious injury involving one person. A corneal ulcer possibly infected with acanthamoeba was reported in the right eye of a patient wearing focus visitint monthly lenses and using solocare (excat product not specified) for lens care. The patient was prescribed treatment based on this diagnosis. Type of medications prescribed as well. Prognosis is unknonw.